Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal placement is unknown. According to the complainant, the jejunal tube was occluded. The patient was switched to oral administration of medication. The jejunal tube was unblocked after a week. It was also reported that the patient had recurrence of inflammation at the stoma orifice which was treated with silver nitrate. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal placement is unknown. According to the complainant, the jejunal tube was occluded. The patient was switched to oral administration of medication. The jejunal tube was unblocked after a week. It was also reported that the patient had recurrence of inflammation at the stoma orifice which was treated with silver nitrate. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.